Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the empty pump was patient non-compliance. There were no issues with the refill on (B)(6) 2020 and the issue was resolved. The patient¿s weight at the time of the event was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 1053.1 mcg/day) via an implantable infusion pump. It was reported that the low reservoir alarm occurred on (B)(6) 2020 and the empty pump alarm occurred on (B)(6) 2020 the caller was worried about filling the pump as she thought that she "would not be able to aspirate any drug." They inquired about silencing the alarm but it was reviewed that it could not be silenced until filled. They were planning on filling the pump on (B)(6) 2020. No patient symptoms were reported. No further complications were reported.